Event description:
It was reported that during a peripheral procedure the balloon burst during an inflation in the iliac artery. The balloon detached during an attempt to remove the catheter through an 8f competitor's introducer sheath. Surgery of the femoral artery was performed.